Manufacturer narrative:
The reported event was cardiac perforation. Final analysis found a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was partially extended and clogged with blood/tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. A tip stiffness test was performed, and the results were within product specification.

Event description:
Related manufacturing reference number: 2017865-2023-05671. It was reported that the patient presented one week post implant. It was noted that the right ventricular and right atrial leads had perforated the myocardial wall. The physician performed a pericardial window to drain the fluid. The implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted. The patient was recovering post procedure.